Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose level of 450 mg/dl due to occluded infusion sets. Customer was treated with manual injection. Caller was assisted with troubleshooting and was advised to try another infusion set. No product was retured.